Event description:
The ge oec 2600 uroview fluoroscopy system would intermittently not boot. Boot up issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective power supply and harness. Both components were replaced and the low voltage power supply was adjusted above the 5v threshold. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.